Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event and subsequently expired on or about (B)(6) 2012 after the use of the patient.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs # 1225714-2013-01925, 1225714-2013-01926.